Manufacturer narrative:
The leads under complaint were not returned for analysis. This report is therefore only based on the analysis of the pacemaker itself as well as the inspection of the quality documents associated with the manufacture of the leads and the pacemaker. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated properly, and the memory content was analyzed indicating no anomalies. The header of the device was investigated. The visual inspection revealed that the header was severely damaged and partially destroyed, as shown on figure 1. The header bore a is not present. The intact areas of the header bore v as well as the sealing are inconspicuous. Furthermore, a test lead was introduced and could be contacted properly. Further analysis of the pacemaker is not possible due the severe damage of the header. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, there was no indication of a pacemaker malfunction. The integrity of the leads cannot be assured.

Event description:
It was reported that this lead was explanted due to high thresholds.